Event description:
--

Event description:
Boston scientific received information that during a replacement procedure in (B)(6) 2012, post operative testing showed varying pacing impedances and slightly higher compared to impedances with the previously implanted device. The connection was confirmed. Pocket maneuvers were performed, which showed no interference and the pace/sense amplitudes remained similar to the previously implanted device. Technical services advice was requested. Technical services discussed the varying impedances over the life time of this right ventricular lead. The newly implanted device and lead remained implanted. Subsequently, a follow up took place 9 months later and out of range pacing impedances were noted on this right ventricular lead. It was noted that the pacing impedances were out of range for at least three months. Normal follow ups were scheduled. All other values appeared to be normal since the implant procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information was received which noted that a revision took place and a new device was implanted with this right ventricular lead. The physician considered replacing the pace/sense portion of this lead, however, patient anatomy, difficulty in venous access, and clinical condition were not optimal thus the pace/sense portion of this lead was not replaced. When connection the new device to this lead, all measurements were stable and the pace/sense impedances were below 2000 ohms. Just upon closure of the device pocket, oversensing and noise was seen on the pace/sense channel. Provocation maneuvers were performed and oversensing was not reproduced. The device sensitivity was adjusted. The system was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
A routine follow up took place and oversensing was seen on the pace/sense channel of this right ventricular lead as well as non sustained episodes. During provocation maneuvers normal measurements were obtained on this right ventricular lead. Reprogramming the newly implanted device (p163/108828) sensitivity was performed and normal follow ups were scheduled. A review of the electrocardiograms from july was performed by technical services which noted that similar baseline artifacts observed back then but were not oversensed with the previously implanted device (f102/114933). Technical services inquiry if a programming enhancement feature was turned on or off. In addition, technical services discussed several indications for the observed clinical observations. An inquiry was made to the field representative to technical services to determine the root cause of this issue.

Manufacturer narrative:
It was clarified that the baseline noise likely externally induced was not oversensed by the device.

Manufacturer narrative:
A review of the electrocardiograms by technical services was performed. Technical services discussed that air bubbles are evident and should subside within 24 hours after the implant. In addition some baseline artifacts were present which were likely introduced to the system via external defibrillation pads or electrocautery grounding pads. It was noted that the baseline artifacts should also subside outside of the lab after the procedure. If the baseline artifacts continue technical services discussed programming rrt off if rrt is turned on. Technical services discussed reprogramming the sensitivity of the device to nominal assuming that the baseline artifacts subside. No change to the system has been performed tat this time. Should additional information become available this investigation will be updated.